Manufacturer narrative:
No iol returned for evaluation. P&l components along with lens case were returned in the carton. Based on these investigation findings and the lack of sample, we are unable to determine the root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received confirming that there was a lens folding issue in the delivery system and the lens was not implanted.

Manufacturer narrative:
As per follow up information product problem code was updated to 1254 from 1255. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not unfold properly. Additional information has received reporting that there was contact with the patient but there was no patient harm.